Event description:
A customer reported experiencing alarm 2 followed by alarm 26 related to their insulin delivery system. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery, and as no additional assistance was necessary, the case was closed by cts.